Event description:
It was reported, the patient was experiencing diminished therapy from his scs system. An sjm representative met with the patient but was unable to provide effective stimulation through reprogramming, and a system diagnostic revealed low lead impedances. X-rays taken showed the lead had migrated out of the epidural space. Additional information received identified the patient underwent surgical intervention on (B)(6) 2014, at which time, the patient's lead was repositioned and effective stimulation was reportedly restored.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.